Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a port placement procedure, the tip of the white catheter which was normally to be attached to the port body, was allegedly found to be melted in the plastic seal of the package. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one ti implantable port isp kit was received for evaluation. Visual evaluation was performed. One electronic photo was provided for review. The proximal end of the catheter appeared to be melted and flattened. According to the manufacturing site evaluation, the distant tip of the catheter was completely crushed/melted, a granule condition was observed on the crushed tip of the catheter, tray evaluation revealed that the seal was not consistent at the edge of the tray, it was observed that in one of the corners where the catheter is placed there was a thinning of the seal which proved that the catheter had become trapped in this section of the tray. Therefore, the investigation is confirmed for the reported melted issue and packaging problem issue. The definitive root cause is determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the tip of the white catheter which was normally to be attached to the port body, was allegedly found to be melted in the plastic seal of the package. There was no patient contact.

Event description:
It was reported that during preparation of a port placement procedure, the tip of the white catheter which was normally to be attached to the port body, was allegedly found to be melted in the plastic seal of the package. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one ti implantable port isp kit was received for evaluation. Visual evaluation was performed. One electronic photo was provided for review. The proximal end of the catheter appeared to be melted and flattened. According to the manufacturing site evaluation, the distant tip of the catheter was completely crushed/melted, a granule condition was observed on the crushed tip of the catheter, tray evaluation revealed that the seal was not consistent at the edge of the tray, it was observed that in one of the corners where the catheter is placed there was a thinning of the seal which proved that the catheter had become trapped in this section of the tray. Therefore, the investigation is confirmed for the reported melted issue and packaging problem issue. The definitive root cause is determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2025), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.